Event description:
A 45 mm temporary fixation speed pin placed in trial femoral hole. Went in with drill at an angle then snapped off when attempting to remove. "Current" placed over pin and left in. Vendor: (B)(4).